Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia. The customer¿s blood glucose level was 436 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer also stated that the another blood glucose values that was 389 mg/dl, 307 mg/dl and 300 mg/dl. Customer stated that the insulin pump was working as designed. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.